Event description:
The customer reported that the system was shut down improperly, and now will not boot completely.

Manufacturer narrative:
The ge service rep reloaded the software. The system functions as intended.